Manufacturer narrative:
No product is expected to be returned.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan in (B)(6) alleging he was unable to set up his onetouch verio pro meter. The patient did not allege any harm or injury due to the reported issue. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion(s): the patient claimed he was unable to set up his meter. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.